Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a scd tubing set. The customer reports that a fall occurred when a patient awoke from sleeping, was disoriented, and became entangled in the scd cords when trying to get out of bed. According to the unit, the hospital's patient fall protocols had been followed for this patient. They stated that the patient incurred no injury.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.